Manufacturer narrative:
D4-UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 202233 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 202233, test base part number 195-430h/ lot: 197572. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 202233 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to self-test user performance or the specific patient sample. H3 other text : single use; device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for two (2) tests performed on (B)(6) 2024. This MFR. Report addresses test one (1) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on an unknown sample type. Additional testing was performed on the same day four (4) times via flowflex rapid antigen tests which generated positive results. The consumer indicated they were symptomatic. The consumer confirmed there was no treatment provided. No additional information, including patient harm due to the test result, was provided.